Event description:
It was reported to philips healthcare that there was an unspecified ECG cable problem with the heartstart mrx defibrillator.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.